Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 19 may 2021.